Manufacturer narrative:
Information regarding this case was received in 2009 which showed noise, oversensing, and inappropriate shock therapy on the right ventricular lead. In addition it was noted that the pacing impedances had decreased but were not out of range at the time. A save to disk was sent for review to technical services. Technical services discussed a possible lead integrity issue and discussed troubleshooting for this particular issue. No further information was provided at that time. Additional information received during the most recent follow up noted that this patient was seen back at the hospital and when performing defibrillation testing the programmer flashed a warning screen indicating a shorted lead condition. Low shocking impedances were recorded. An x-ray was performed which revealed that this lead was fractured. The patient was hospitalized for a revision procedure and the device therapy was turned off. Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information received noted that the shocking impedances of his right ventricular lead was out of range. A lead revision was planned. No adverse patient effects were reported. At this time the lead remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned in two segments. Visual inspection noted setscrew marks on all terminals, and the clear medical adhesive torn/separated from the gore at the proximal end of the proximal spring electrode. Trilumen insulation and webbing damaged was noted along the gore wear in the area between 322-332 mm from the terminal pin. All the conductors were discontinuous in this area and arching damage (melted metal) was evident. Due to the location and type of damage this is was likely caused by entrapment in the clavicle/fist rib region.

Manufacturer narrative:
Additional information received noted that a procedure took place and this right ventricular lead was successfully extracted. The lead will be returned. Upon analysis this investigation will be updated.

Event description:
--

Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up of this right ventricular (rv) lead no sensing was revealed on the right ventricular channel. The pace/sense of this rv lead was capped. A new pace/sense was implanted and the existing rv lead is being used for defibrillation. No adverse patient effects were reported.